Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had previously reported similar alarms and was advised by technical support to use multiple daily injections as a backup insulin delivery method. A pump replacement was arranged, and the customer expressed interest in obtaining an out-of-warranty loaner pump.